Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Upon further review, it was discovered that the information in this file has been addressed in report # 1416980-2013-01202. All pertinent information is contained in medical device report # 1416980-2013-01202.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the bladder after filling. The device was filled with saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.